Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure reported. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the needle mechanism did not deploy. No adverse patient impact was reported.

Manufacturer narrative:
The device was returned not deployed. Timeouts and a drive stall were present in the download data. The device was reset, connected to a master pdm and programmed to deliver a 5 unit bolus. The device deployed during the reset run. Timeouts were reported throughout the reset run and a drive stall was reported. Upon manual rotation of the ratchet gear, a significant amount of tension was felt on the ratchet gear. Inspection of the drive mechanism found brass shavings on the lead screw. The build up of brass shavings impeded the rotation of the tube nut and prevented it from turning freely which led to the drive stall that prevented the device from deploying during the priming sequences.the product was returned with a different lot number than was reported and noted on the initial MDR. Correction to d(4): lot number changed from unavailable to pd1k03252211. Expiration date changed from unavailable to 9/25/2023. Unique identifier (UDI) # changed from (B)(4). Correction to h(4): device mfg date changed from unavailable to 3/25/2022